Event description:
A report was received regarding a patient implanted in 2008 with click x device and two nflex rods who presented post-operatively with back pain. Upon revision, it was reported that the two nflex rods were broken at the l4-l5 level and that l5-s1 was fused, l4-l5 was not fused. The surgeon removed the entire click x implant and two broken nflex rods ranging from level l4 to s1. This is report #13 of 14 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The rod was received in two pieces. One segment consisted of the molded spacer - endcap assembly and the other segment was the bent rod piece. The rod had broken at the junction of the spacer assembly. The rod piece was bent and one end exhibited marks consistent with being cut to shorten the rod to length with a tool. The surface condition of the two pieces shows marks consistent with field usage. The end cap/spacer piece is welded together during manufacture and cannot be disassembled therefore no accurate measurements can be obtained. The rod has been modified from its original configuration therefore no accurate measurements can be made from that piece.

Manufacturer narrative:
This device is used for treatment not diagnosis. This event involved a broken n-hance rod but there is no mention of the click'x pedicle screws or caps playing a role. The original reason for treatment and the implantation techniques that were used are unknown. The rods fractured in a location where there is both a thin cross section and a feature acting as a stress riser. The device may have been subjected to applied stresses or cycles that exceeded the implant's ability to resist. The portions of the rods that do not contain the flexible components have slight marks fairly close to the fracture that suggest the middle screws were locked fairly close to the flexible components. The pedicle screws appear to be in good structural condition. The rods have been damaged but this product has shown a past sensitivity to implantation technique. The implantation techniques that were being used to implant these devices are unknown. With so little known about the implantation technique a definitive root cause cannot be determined.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of n-spine two-piece rods was processed through the normal manufacturing and inspection operations. One nonconformity was noted and reported that it did not have any impact on the complaint issue of breakage. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.